Event description:
It was reported that a clearlink buretrol solution set cracked in two places. This malfunction occurred during infusion. The set was being used on an unknown IV pump and was being refilled with (two hours worth of) magnesium sulfate. The customer clarified that the user did not squeeze the chamber. There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported problem was verified. The cause of the problem is unknown. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection confirmed that the burette chamber is cracked on two sides approximately 90 degrees apart. If additional relevant information is obtained, then a follow-up MDR will be submitted.